Manufacturer narrative:
The unit was tested and no malfunction was identified. The device was confirmed to operate according to specifications. Upon the review of data provided by the user it was determined that the weight deviation observed was within the hadlock formula standard deviation. The deviation between the actual measurements and the ultrasonic fetal weight calculation is considered normal accounting for the expected standard deviation and the development of fetal weight after 3 addition days of gestation. (B)(4). (Exemption #e2015032).

Event description:
A customer reported birth was not induced based on the fetal weight measurement (B)(6). The baby was delivered via c-section 3 days later. Actual birth weight was confirmed to be (B)(4). No patient (mother or baby) injury or complication were reported.